Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the device exhibited an alert for the capacitor charge time limit having been reached during an automatic capacitor maintenance. Charge times were normal during manual capacitor maintenances. The device was explanted and replaced. The patient was in good condition following the procedure.